Event description:
The customer contacted stryker to report that the device was not detecting the connected defibrillation electrodes. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device and electrodes were not returned to stryker for evaluation. The cause of the reported issue could not be determined. Not returned to manufacturer.